Event description:
Event description guidant received information that this pacemaker and lead were removed after the patient died. It was alleged that the patient died of a stroke caused by an infection due to the pacing system.